Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the 4 way valve shuts down. Associated malfunctions for this device: compressor loud.